Event description:
The patient's spouse stated the patient was on vgo for about 24 hours when spouse found the patient clammy, confused and very difficult to rouse. The spouse called 911 and ems was dispatched to the house. The spouse states the patient bg was low 30 something and the paramedics treated the patient for the low sugar. Patient was not transported to the emergency room; patient was treated for the hypoglycemia at his home by ems personnel. The hcp spoke with the spouse and changed the patient from a vgo 30 to a vgo 20.